Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported that the pt came in to the clinic with "cola colored urine and elevated ldh". The echo showed good rv function, the pump had a high pitched sound. The pt was dehydrated. Lasix gtt was discontinued and the pt was given 2 1/2 liters and the urine cleared. The pt could not lie flat and became short of breath ambulating. The vad coordinator reported the pt continued to have elevated ldh and a pump exchange was completed on (B)(6) 22014.